Manufacturer narrative:
On (B)(6) 2020, the patient reported feeling an uncomfortable small lump at the incision site. The patient reported that she had scheduled an appointment with the implanting clinician on (B)(6) 2020, for a follow-up. On (B)(6) 2020, the implanting clinician followed up with the cr after meeting with the patient. The implanting clinician reported that the lump the patient was experiencing was due to a stimulator migration caused by the suture performed at the deeper facial layer had broken, causing the loops of the stimulator to be palpable at the surface on the skin. The clinician decided to schedule a revision to secure the stimulator. The implanting clinician took cultures to rule out infection. On (B)(6) 2020 the implanting clinician performed a revision after determining that only the tail end of the device had migrated upwards causing the skin irritation. The implanting clinician decided to secure the stimulator further down to avoid any further migration and eliminate the discomfort experienced by the patient. The implanting clinician was also to determined that no infection was present. On an unknown date, the cr followed-up with the patient and was able to determined that the patient is doing well and nor further complications have been experienced. The suture adhering the device to the fascia failed, causing the device to migrate and be palpable. The device was not the source of the issue.

Event description:
Stimwave quality has investigated the details for a reported migration/skin irritation submitted to the stimwave complaint system on (B)(6) 2020, by clinical representative (cr), in the united states. Cr became aware of this issue (B)(6) 2020.